Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter - ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis - ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that the patient on impella cp support had arrythmia and was resuscitated. An echocardiogram was done and the pump was pulled back two centimeters. Three days later, hemolysis was suspected. The impella potentially was a little too deep in the echocardiogram. No correction was done at the moment due to the patient being unstable. It was further reported that the patient care was withdrawn due to severe multiple organ failure and the patient expired. This is one of two related reports. This report represents the pump. Another report with be submitted to represent the automated impella controller.

Manufacturer narrative:
Corrected information has been provided in d4. Hemodynamic instability, organ failure: the cause of the injury was not determined due to insufficient clinical details. Arrythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the root cause of the positioning issue was not determined due to lack of sufficient clinical details. Mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined as it was most likely due to the pump being positioned too deep but the cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 75-year-old female with unknown medical history presented in cardiogenic shock (scai classification unknown) and was implanted with an impella cp (pump 1) for mechanical circulatory support (mcs). On post-implant day 0, no aortic (ao) placement signal was observed, and the device was replaced with a new impella cp (pump 2). During this support, a loose connection was identified with the automated impella controller (aic) power cable. Multiple electrical outlets were attempted; however, the aic did not charge as expected. However, it was noted that the aic started charging without further issue. While on impella cp pump 2 support, the patient experienced an arrhythmic event requiring brief resuscitation. The patient stabilized thereafter, and echocardiography was performed. The device was repositioned by withdrawing approximately 2 cm. Approximately three days later, elevated motor current and potential hemolysis were noted and closely monitored. Repeat echocardiography suggested the device may have been positioned slightly deep within the ventricle. No repositioning was performed at that time due to the patient¿s hemodynamic instability. Subsequently, the patient was noted to have developed severe multiorgan failure (mof). Care was withdrawn, and the patient expired. The device performance issues associated with impella cp pump 1 (loss of ao placement signal) and the automated impella controller (power cable/charging issue) are being reported as malfunction type of reportable event. These issues are not considered to have contributed to the patient¿s death and were limited to device performance and limited user management concerns. Impella cp pump 2 will be reported as a death type of reportable event. The patient experienced device positioning concerns and an arrhythmic event during support; however, based on available information, the most likely cause of death was severe cardiogenic shock complicated by ¿severe¿ multiorgan failure. Correction. Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: insert organ failure/multiple organ dysfunction syndrome (e2342) and hemodynamic instability (e2343). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the final coding that accurately reflects the reported event. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Updated information: b3 date of event updated.